Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-dec-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a24156.

Event description:
On 25-nov-2024, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a 50-year-old male patient with a non-healing surgical wound. There was no additional patient information available at the time of this report. Method: date: collected: tested: result: (mg/dl) sample: I-stat, on (B)(6) 2024, 0952, 0954, >2.0, wb; I-stat, ni, ni, ni, 1.5, ni; beckman, ni, ni, ni, 1.46, ni. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.